Manufacturer narrative:
Batch review performed on 08 april 2019: lot 172818: 75 items manufactured and released on 13-jul-2017. Expiration date: 2022-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of a clicking noise and instability of the knee 1 year and 2 months after primary. The surgeon revised the 10mm poly with a 13mm poly and the surgery was completed successfully. Patient had global laxity in the knee and during certain gait motions patient felt there was a small click due to the laxity. The thicker insert resolved both the instability and click.